Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture, pacing inhibition, and a drop in pace impedance measurements. At a device change out procedure, this lead was capped and abandoned. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating left ventricular (lv) capture was detected prior to the start of the device change out procedure in the extended bipolar vector with the chronic device. During the procedure, the lead was tested in unipolar with a pacing system analyzer (psa) and exhibited no capture. The lead was attached to an attempted device, and no capture was observed in extended bipolar. Troubleshooting was unable to resolve the lv loss of capture. X-ray showed the lv lead had moved from the initial implant position, however it was not known if this was the cause of loss of capture. The lead was capped and a new lv lead was successfully placed. No additional adverse patient effects were reported.